Event description:
It is reported that the device was implanted in 2002 and that the pt was revised in 2009 due to pain. It was found that the post of the articular surface had sheared off.

Manufacturer narrative:
Evaluation summary: as returned, the spine of the articular surface is fractured off. There is significant wear and delamination in the medical compartment; however, very minimal wear in the lateral compartment. X-rays from approx 6 yrs post-op and approx 18 months prior to the revision surgery were returned for review. Sem analysis was performed on the fractured spine; however, the damage to the fracture site limited the analysis. The most likely cause of the spine fracture is spine impingement by the femoral component. This impingement could have been caused by the lateral shift of the femoral component in relation to the tibia plate, as well as the unbalanced extension gap. The pt's lateral instability in extension (noted in the operative report) may have also played a role in causing these conditions. The characteristics observed on the articular surface correlate with what is observed on the standing anterior x-ray, which is that there was unbalanced loading between the medial and lateral compartments. However, without progressive x-rays for this pt, including a full length x-ray to better judge joint alignment, a definitive cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Scanning eletron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.